Event description:
It was reported that during a da vinci s coronary artery bypass graft (CABG) procedure, arcing from the micro bipolar forceps instrument was observed when the surgeon was not applying cautery energy. The site contacted isi technical support engineering (tse) for troubleshooting assistance, however, the site declined support, as the surgeon did not have time to trouble shoot the issue with the tse. The planned surgical procedure was completed and no patient harm adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found that the issue experienced by the site was due to improper connection of the micro bipolar forceps instrument to the electrical surgical unit (esu). The hospital's biomedical department indicated to the fse that during the surgical procedure, the micro bipolar forceps instrument was found to be incorrectly plugged into the monopolar connection output on the electrical surgical unit (esu). The site immediately resolved the issue by connecting the instrument to the bipolar connection site output on the esu as indicated in our IFU. The instruments and accessories user manual specifically states: general precautions and warnings o please refer to the individual esu manufacturer's operator's manual for operating instructions. Set the esu to bipolar output. Set the power as low a possible to achieve adequate hemostatsis o do not use bipolar instruments with a monpolar source output as this may cause damage to the instrument and harm to the patient or medical personnel system functional testing performed by the fse found that the system functioned within specification. On (B)(4) 2012, isi followed up with the initial reporter at university of medical center and he confirmed that no patient harm, adverse outcome or injury occurred. The patient tolerated the planned surgical procedure well and has not returned to the hospital due to any post operative complications. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On (B)(6) 2012, intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are provided below: event description: patient for a CABG with a da vinci robot. Surgeon attempted to use the da vinci bipolar forceps, but they did not work. Circulator checked the electrosurgical unit (esu and noted that ground pad (return electrode for esu was not plugged in. Ground pad connected. Surgeon stated there was no noise and the foot pedal was not depressed, but as soon as the surgeon touched the diaphragm with the bipolar forceps, the machine buzzed and the diaphragm had a small burn. Circulator checked the esu and noted that the forceps cable was plugged into two of the three monopolar 2 sockets. Bipolar was plugged into bipolar sockets, machine functioned normally throughout the rest of the case. Patient had two (2) ground pads on, unsure which was the actual lot number involved in event. Based on the additional information provided in the site's u/f report (B)(4) indicating that the patient's diaphram was burned, on (B)(6) 2012, isi contacted risk manager, (B)(6) to advise that during isi's initial investigation into the reported event, it was reported by the site's da vinci coordinator, (B)(6) initial reporter) that no patient harm, adverse outcome or injury occurred. (B)(6) indicated that contrary to the initial information provided, a burn to the patient's diaphram occurred, however, no repair of the affected area was required, the planned surgical procedure was completed, and there was no report that the patient experienced any post-operative complications. She does not know if the patient has had to return to the hospital due to any post-operative complications related to the reported event. As indicated in isi's initial medwatch report submitted to the FDA on (B)(4) 2012, isi's investigation into the reported event found that the issue experienced by the site was due to improper connection of the micro bipolar forceps instrument to the electrical surgical unit (esu). The instruments and accessories user manual specifically states: general precautions and warnings o please refer to the individual esu manufacturer's operator's manual for operating instructions. Set the esu to bipolar output. Set the power as low a possible to achieve adequate hemostasis - do not use bipolar instruments with a monopolar source output as this may cause damage to the instrument and harm to the patient or medical personnel system functional testing performed by the fse found that the system functioned within specification.